Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced an increased intra-peritoneal volume (iipv) event while performing therapy on the homechoice device. The patient was connected to the setup for dwell one of four of peritoneal dialysis therapy. The technical service representative assisted the patient with performing a manual drain. The programming was reviewed and it was noted that the initial drain alarm (ida) setting was 0ml. The patient¿s fill volume equaled 1500ml while their drain volume equaled 3104ml. The patient was advised to notify their nurse of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.